Event description:
Customer reportedly received the following sets of results on aviva ii meter, within 10 minutes: hi (>600 mg/dl) and 191 mg/dl and on a different date 400's mg/dl and 170-190 mg/dl range. No adverse event reported. Requested return of the alleged device for evaluation and replacement was sent